Manufacturer narrative:
The implanted device remains.

Event description:
It was reported, the patient experienced skin issues at the abutment site. Subsequently on (B)(6) 2015, the patient underwent skin revision surgery; during the same procedure the abutment was removed. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was prescribed topical antibiotics due healing issues. This report is filed november 10, 2015. The implanted device remains.